Manufacturer narrative:
Our investigation into the complaint has now concluded. The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. A visual inspection of the device confirmed the front and rear casings of the device were cracked, further functional testing found the status light would not illuminate and the device failed the blockage alarm test. The root cause of these issues was identified to be due to a failure in the main control board failure. Following the complaint assessment, the unit was sent to our service and repair centre to await further instructions on the repair status/fate of the device. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during the hospital¿s routine maintenance done by their biomed department the device did not detect a tubing blockage.